Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment, resistance was noted during advancement of the second collagen plug. Deployment was aborted and the sheath was removed. It was noted that the sheath had separated at the black line and the remaining sheath material had to be removed from the tissue tract. Hemostasis was achieved and no pt complications were reported.